Event description:
According to the available information, an altis sling was placed. During a check to see if it was properly fixed, the sling tore (the anchor remained in the patient). A second sling was used to complete the procedure with no reported issue.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number. This nc involved a deviation in sterilization preconditioning due to the abatement system going down. Despite this deviation, the lot successfully met biological indicator testing requirements, demonstrating that sterility was achieved the device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.